Manufacturer narrative:
The malfunction was observed during review of the device's activity log. The device was put through extensive testing which included bench handling, stress testing, 30 joule self-test, 200 joules on analyzer and defib cycle without duplicating the malfunction. The pace/defib engine board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.